Event description:
It was reported that both the atrial and ventricle leads dislodged. The leads were revised and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.